Event description:
A malfunction alarm with code malf 12 was reported, which did not adversely impact the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset information and helped reset the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump, with the instruction to report any future occurrences.